Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the device had a communication issue. The technical support specialist found station not uploading since (B)(6) 2024, clear retry mode and skip transaction as per (B)(4), replace db and full sync as per (B)(4). The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported by the customer that a pyxis medstation es system had a communication issue. The customer stated that the patients are not showing up in ccpedssurge device, the station needs to be synced with the pyxis server so that the patients can be located. The issue causing a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.